Event description:
The doctor reports that the implant failed due to peri-implantitis. The doctor confirms that the dental surgical procedure was not completed with other implants and that the patient should return in the future. The doctor reports a controlled arterial hypertension in the patient.

Manufacturer narrative:
(B)(4). UDI not available. PMA/510(k) number k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Incorrect implant date was reported on the 0002023141-2022-00221. Correct implant was has been included on this report.

Event description:
No further event information is available at the time of this report.